Manufacturer narrative:
Spective pregnancy case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), uterine perforation ("migration of essure device/ perforation (other): placenta/ rupture of placenta due to essure"), premature separation of placenta ("rupture of placenta due to essure"), pelvic pain ("persistent pelvic pain / pain/ pelvic pain") and pregnancy with contraceptive device ("high risk pregnancy / pregnancy (with complications)") in an adult female patient (gravida 5, para 4) who had essure (batch no. 646519) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida and parity 4 (dates of live births: (B)(6) 2000, (B)(6) 2001, (B)(6) 2007, (B)(6) 2009). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2011, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), migraine ("migraines"), back pain ("back pain"), depression ("depression"), anxiety ("mental anguish") and headache ("headaches"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), premature separation of placenta (seriousness criteria medically significant and intervention required), high risk pregnancy ("high risk pregnancy"), menstrual disorder ("menstrual bleeding") and vaginal infection ("infection: vaginal "). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (bilateral salpingectomy), surgery (bilateral salpingectomy), surgery (removal of the implant through a partial salpingectomy) and surgery (cesarean section). Essure was removed on (B)(6) 2012. At the time of the report, the device breakage, uterine perforation, premature separation of placenta, pelvic pain, pregnancy with contraceptive device, high risk pregnancy, menstrual disorder, vaginal haemorrhage, menorrhagia, dysmenorrhoea, vaginal infection, migraine, back pain, depression, anxiety and headache outcome was unknown. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The caesarean delivery occurred on (B)(6) 2012. The reporter considered anxiety, back pain, depression, device breakage, dysmenorrhoea, headache, high risk pregnancy, menorrhagia, menstrual disorder, migraine, pelvic pain, pregnancy with contraceptive device, premature separation of placenta, uterine perforation, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 30-dec-2009: total bilateral occlusion (B)(6) 2012, ultrasound single live intrauterine pregnancy 17 weeks 2-day gestation. Most recent follow-up information incorporated above includes: on 22-jun-2018: reporters added. Laboratory data was updated. Added event psychological or psychiatric problems condition: depression and mental anguish. Updated events and onset dates. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spective pregnancy case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), uterine perforation ("migration of essure device/ perforation (other): placenta/ rupture of placenta due to essure"), premature separation of placenta ("rupture of placenta due to essure"), pelvic pain ("persistent pelvic pain / pain/ pelvic pain") and pregnancy with contraceptive device ("high risk pregnancy / pregnancy (with complications)") in an adult female patient (gravida 5, para 4) who had essure (batch no. 646519) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "she did not underwent essure confirmation test". The patient's past medical history included multigravida and parity 4 (B)(6). On (B)(6) 2009, the patient had essure inserted. In (B)(6)2011, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). In (B)(6)2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), migraine ("migraines"), back pain ("back pain"), depression ("depression"), anxiety ("mental anguish") and headache ("headaches"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), premature separation of placenta (seriousness criteria medically significant and intervention required), high risk pregnancy ("high risk pregnancy"), menstrual disorder ("menstrual bleeding") and vaginal infection ("infection: vaginal "). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (bilateral salpingectomy) and surgery (cesarean section). Essure was removed on (B)(6) 2012. At the time of the report, the device breakage, uterine perforation, premature separation of placenta, pelvic pain, pregnancy with contraceptive device, high risk pregnancy, menstrual disorder, vaginal haemorrhage, menorrhagia, dysmenorrhoea, vaginal infection, migraine, back pain, depression, anxiety and headache outcome was unknown. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The caesarean delivery occurred on (B)(6)2012. The reporter considered anxiety, back pain, depression, device breakage, dysmenorrhoea, headache, high risk pregnancy, menorrhagia, menstrual disorder, migraine, pelvic pain, pregnancy with contraceptive device, premature separation of placenta, uterine perforation, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)-2009: total bilateral occlusion (B)(6) 2012, ultrasound single live intrauterine pregnancy 17 weeks 2-day gestation quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: event added: she did not underwent essure confirmation test. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This prospective pregnancy case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), perforation ("migration of essure device/ perforation (other): placenta"), pelvic pain ("persistent pelvic pain / pain") and pregnancy with contraceptive device ("high risk pregnancy / pregnancy (with complications)") in an adult female patient (gravida 5, para 4) who had essure (batch no. 646519) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida and parity 4 (dates of live births: (B)(6) 2000, (B)(6) 2001, (B)(6) 2007, (B)(6) 2009). On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), high risk pregnancy ("high risk pregnancy"), menstrual disorder ("menstrual bleeding"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal infection ("infection: vaginal "), migraine ("migraines/headaches") and back pain ("back pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (removal of the implant through a partial salpingectomy) and surgery (cesarean section). Essure was removed on (B)(6) 2012. At the time of the report, the device breakage, perforation, pelvic pain, pregnancy with contraceptive device, high risk pregnancy, menstrual disorder, vaginal haemorrhage, menorrhagia, dysmenorrhoea, vaginal infection, migraine and back pain outcome was unknown. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The caesarean delivery occurred on (B)(6) 2012. The reporter considered back pain, device breakage, dysmenorrhoea, high risk pregnancy, menorrhagia, menstrual disorder, migraine, pelvic pain, perforation, pregnancy with contraceptive device, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: confirmed essure device was successfully occluded (B)(6) 2012, ultrasound single live intrauterine pregnancy 17 weeks 2-day gestation. Most recent follow-up information incorporated above includes: on 5-apr-2018: plaintiff fact sheet and medical records received. New reporters added and case updated to medically confirm. Patient¿s demographics, historical condition added. Essure indication updated and stop date and lot number added. New events abnormal bleeding (vaginal, menorrhagia), device breakage, dysmenorrhea (cramping), infection: vaginal, migraines/headaches, migration of essure device/ perforation (other): placenta were added. Lab data added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), uterine perforation ("migration of essure device/ perforation (other): placenta/ rupture of placenta due to essure"), premature separation of placenta ("rupture of placenta due to essure"), pelvic pain ("persistent pelvic pain / pain/ pelvic pain") and pregnancy with contraceptive device ("high risk pregnancy / pregnancy (with complications)") in an adult female patient (gravida 5, para 4) who had essure (batch no. 646519) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida and parity 4 (dates of live births: (B)(6)2000, (B)(6)2001, (B)(6)2007, (B)(6)2009). On (B)(6)2009, the patient had essure inserted. In (B)(6)2011, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). In (B)(6)2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), migraine ("migraines"), back pain ("back pain"), depression ("depression"), anxiety ("mental anguish") and headache ("headaches"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), premature separation of placenta (seriousness criteria medically significant and intervention required), high risk pregnancy ("high risk pregnancy"), menstrual disorder ("menstrual bleeding") and vaginal infection ("infection: vaginal "). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (bilateral salpingectomy), surgery (bilateral salpingectomy), surgery (removal of the implant through a partial salpingectomy) and surgery (cesarean section). Essure was removed on (B)(6)2012. At the time of the report, the device breakage, uterine perforation, premature separation of placenta, pelvic pain, pregnancy with contraceptive device, high risk pregnancy, menstrual disorder, vaginal haemorrhage, menorrhagia, dysmenorrhoea, vaginal infection, migraine, back pain, depression, anxiety and headache outcome was unknown. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The caesarean delivery occurred on (B)(6)2012. The reporter considered anxiety, back pain, depression, device breakage, dysmenorrhoea, headache, high risk pregnancy, menorrhagia, menstrual disorder, migraine, pelvic pain, pregnancy with contraceptive device, premature separation of placenta, uterine perforation, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2009: total bilateral occlusion (B)(6)2012, ultrasound single live intrauterine pregnancy 17 weeks 2-day gestation quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-aug-2018: quality-safety evaluation of ptc. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), uterine perforation ('migration of essure device/ perforation (other): placenta/ rupture of placenta due to essure'), premature separation of placenta ('rupture of placenta due to essure'), pelvic pain ('persistent pelvic pain / pain/ pelvic pain') and pregnancy with contraceptive device ('high risk pregnancy / pregnancy (with complications)') in an adult female patient who had essure (batch no. 646519) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "she did not underwent essure confirmation test". The patient's medical history included multigravida and parity 4 (dates of live births: (B)(6) 2000, (B)(6) 2001, (B)(6) 2007, (B)(6) 2009). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2011, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), migraine ("migraines"), back pain ("back pain"), depression ("depression"), anxiety ("mental anguish") and headache ("headaches"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), premature separation of placenta (seriousness criteria medically significant and intervention required), menstrual disorder ("menstrual bleeding") and vaginal infection ("infection: vaginal ") and was found to have a high risk pregnancy ("high risk pregnancy"). The patient was treated with surgery (bilateral salpingectomy, cesarean section and removal of the implant through a partial salpingectomy). Essure was removed on (B)(6) 2012. At the time of the report, the device breakage, uterine perforation, premature separation of placenta, pregnancy with contraceptive device, high risk pregnancy, menstrual disorder, dysmenorrhoea, vaginal infection, migraine, back pain, depression, anxiety and headache outcome was unknown and the pelvic pain, vaginal haemorrhage and menorrhagia had resolved. Pregnancy related information: prospective report. The patient's obstetric status was gravida 5, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The caesarean delivery occurred on (B)(6) 2012. The reporter considered anxiety, back pain, depression, device breakage, dysmenorrhoea, headache, high risk pregnancy, menorrhagia, menstrual disorder, migraine, pelvic pain, pregnancy with contraceptive device, premature separation of placenta, uterine perforation, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: results: total bilateral occlusion. Diagnostic results: (B)(6) 2012, ultrasound single live intrauterine pregnancy 17 weeks 2-day gestation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received: event outcome of vaginal hemorrhage, pelvic pain, menorrhagia were updated as recovered/resolved. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), uterine perforation ('migration of essure device/ perforation (other): placenta/ rupture of placenta due to essure'), premature separation of placenta ('rupture of placenta due to essure'), pelvic pain ('persistent pelvic pain / pain/ pelvic pain') and pregnancy with contraceptive device ('high risk pregnancy / pregnancy (with complications)') in an adult female patient who had essure (batch no. 646519) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "she did not underwent essure confirmation test". The patient's medical history included multigravida and parity 4 (dates of live births: (B)(6) 2000, (B)(6) 2001, (B)(6) 2007, (B)(6) 2009). On (B)(6) 2009, the patient had essure inserted. In december 2011, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), migraine ("migraines"), back pain ("back pain"), depression ("depression"), anxiety ("mental anguish") and headache ("headaches"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), premature separation of placenta (seriousness criteria medically significant and intervention required), menstrual disorder ("menstrual bleeding") and vaginal infection ("infection: vaginal") and was found to have a high risk pregnancy ("high risk pregnancy"). The patient was treated with surgery (bilateral salpingectomy, cesarean section and removal of the implant through a partial salpingectomy). Essure was removed on (B)(6) 2012. At the time of the report, the device breakage, uterine perforation, premature separation of placenta, pregnancy with contraceptive device, high risk pregnancy, menstrual disorder, dysmenorrhoea, vaginal infection, migraine, back pain, depression, anxiety and headache outcome was unknown and the pelvic pain, vaginal haemorrhage and menorrhagia had resolved. Pregnancy related information: prospective report. The patient's obstetric status was gravida 5, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The caesarean delivery occurred on (B)(6) 2012. The reporter considered anxiety, back pain, depression, device breakage, dysmenorrhoea, headache, high risk pregnancy, menorrhagia, menstrual disorder, migraine, pelvic pain, pregnancy with contraceptive device, premature separation of placenta, uterine perforation, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: results: total bilateral occlusion. Diagnostic results: (B)(6) 2012, ultrasound single live intrauterine pregnancy 17 weeks 2-day gestation quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 2-jun-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This prospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain") and pregnancy with contraceptive device ("high risk pregnancy") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), high risk pregnancy ("high risk pregnancy") and menstrual disorder ("menstrual bleeding"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (removal of the implant through a partial salpingectomy). Essure was removed. At the time of the report, the pelvic pain, pregnancy with contraceptive device, high risk pregnancy and menstrual disorder outcome was unknown. The pregnancy outcome was not reported. The reporter considered high risk pregnancy, menstrual disorder, pelvic pain and pregnancy with contraceptive device to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on(B)(6) 2009: confirmed essure device was successfully occluded. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.